Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The patient called the rep stating that their battery was not working. The recharger or the patient programmer will not see the ins. The patient stated that why have not charged their ins since before their knee surgery in (B)(6) 2018. The ins seems to be in overdischarge. The patient hasn't charged in months. The patient attempted to communicate and they sent them a picture of the screen. The recharger will not find the ins and the programmer shows the same. The rep will be meeting with the patient next tuesday to troubleshoot the device. No further complications were reported or anticipated. No symptoms were reported. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. About 1.5 months prior to the report the patient tried to put their system into MRI mode for a scan but could not. There was an alleged overdischarge that began in (B)(6) 2018. The patient¿s system gave the power on reset (por) during the physician mode reset (pmr) but then when they tried to use their physician programmer to interrogate they could not connect with the ins. Technical services reviewed with the rep that they need to have the patient recharge to at least a quarter before attempting to clear the por. The rep called back on (B)(6) 2018 indicating that the patient was having trouble recharging the implant and coupling was lost. Now the rep cannot start a recharge session. Technical services recommended using a different recharger which the rep would get. Technical services told the rep that if a new recharger works then they may want to give the patient their recharger antenna and get a different one from repair. The concern was that the patient would go home without a good recharger and their system would go back into the overdischarge state. Additional information was received from the rep on (B)(6) 2018. The rep overviewed that they met with the patient on (B)(6) 2018 after multiple cancellations and rescheduling. The rep performed three por trickle charges then the ins entered normal recharge mode. They reviewed how they spoke with technical services twice regarding some troubleshooting. The patient then charged in normal recharge mode for 2.5 more hours but the battery did not even reach 25% full. Unfortunately, the patient had to leave at this point after spending more than 5 hours at the office. The rep advised them to continue to charge up to 100% and to continue to top off the battery until they could meet with them to clear the por message. The rep tried to follow up with the patient at night and again in the morning on (B)(6) 2018 but they have not heard back yet. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed an MRI and it was unknown if it was related to the device. The patient does not know if she will be keeping the current battery because it is in a fragile state. The patient said they may need a battery change or upgrade. The patient said her healthcare provider (hcp) was starting an evaluation. The patient said that they met with a manufacturer representative (rep) in (B)(6). The patient said she has been weaning off pain medicine and needed more areas covered for pain, plus, the patient fell. No further complications were reported.